Event description:
Patient was having phacoemulsification and extracapsular cataract extraction with intraocular lens implant to left eye, when during the procedure a small hole was created in the posterior capsule during irrigation aspiration when the I/a tip brushed the posterior capsule without aspirating the posterior capsule. A thorough anterior vitrectomy was performed removing all vitreous from the anterior chamber. The hole remained relatively small and paracentral. Lens was well positioned. Pupil was round and there was no vitreous in the anterior chamber. The wound was well sealed. On (B)(6) 2011, the repair company came out and examined the tip via microscope and found tip with dough dented edge inside tip opening.